Event description:
It was reported during surgery he noted that the surgeon appeared to have problems with the target device. The distal drilling went astray. The surgery was completed via freehand-locking.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.